Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced low blood glucose of 48 mg/dl. The user treated with fast-acting carbohydrates per the 15/15 rule and trended up to 89 mg/dl during the call. The agent also instructed the user on pausing and resuming insulin delivery. No external assistance or medical intervention occurred.